Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient reported 10 days of dark stools. Per labs, hemoglobin (hgb) had decreased from 10.9 g/dl on (B)(6) 2018 to 7.8 g/dl on (B)(6) 2018. The patient was taking the anticoagulants aspirin and warfarin at the time of the event. The patient was instructed to go to the emergency department for evaluation. The patient presented to the emergency department endorsing black stools and intermittent lightheadedness. Labs were repeated in the emergency department with an hgb of 7.4g/dl. The patient was admitted. An nm gastrointestinal (gi) bleed scan was conducted without producing any definitive results. A capsule study was conducted on (B)(6) 2018 which identified two arteriovenous malformations (avms) distal to the jejunal anastomosis. Biopsies from a double balloon enteroscopy (dbe) noted no abnormalities besides gastric heterotopia of the duodenal bulb mass. The only treatment was hospitalization. Blood products were not distributed. The gi bleed reportedly resolved on (B)(6) 2018. As of (B)(6) 2018, the patient was reported as currently discharged (home), in stable condition with instructions for weekly complete blood count (cbc) labs and to follow up in the vad clinic on (B)(6) 2018.

Manufacturer narrative:
The patient remains on lvad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.